Event description:
Medtronic received information that this bioprosthetic valve was explanted after an unknown implant duration due to structural dysfunction and aortic stenosis. The valve was successfully replaced with a pericardial valve. There were no patient complications and the patient was reported to be doing well.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; oval shaped. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Thickened striations were observed in the belly of the right cusp. The non-coronary cusp appeared intact. Small tears on the tunica of the left and right cusp adjacent to/and in the left right inferior coaptive area appeared to have occurred during explant with the removal of host tissue. All commissures were intact. Glistening off-white pannus remained attached to the sewing ring in the inflow, covering the tissue and base stitching adjacent to all cusps, into the right non-coronary and non-coronary left inferior coaptive areas, and 1 to 5 mm onto all cusps showing evidence of a reduced inflow orifice area. Pannus lined the sewing ring on the outflow, to the backs of all stent posts and along the outflow rails adjacent to all cusps. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing s pecification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).